Event description:
The right ventricular lead was subject to the externalized conductors (ec) advisory and prophylactically explanted. Diagnostic imaging completed revealed no anomalies. The patient was stable and asymptomatic.

Manufacturer narrative:
The lead was returned due to elective replacement with no reported anomalies. Failure event observed during analysis. As received, a partial lead was returned in three pieces. Visual inspection found multiple external insulation abrasions breaching the ring electrode, right ventricular, and superior cava vena cable lumens distal to the trifurcation boot caused by friction to lead-to-can. Other damages found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.